Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the mobile view station (mvs) computer does not boot up properly. No parts were replaced at that time. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the monitor on the imaging system shows no signal input. The computer is running, but there is no video signal and does not seem to boot up properly. It does not connect with the image acquisition system (ias). There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative returned to the site to test the equipment and replace the mobile view station (mvs) computer. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been returned to the manufacturer for evaluation.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the door lock was damaged. Functional testing passed on the unit.